Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. A cluster assessment found no similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal the tampon pulled apart. She is fairly confident that no pieces remain and did not seek medical attention. She states that she has not had any problems and feels fine. No further information is available at this time.